Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector won't stay latched) was confirmed. As received, the monitor belt receptacle wires were damaged. Upon evaluation, the monitor belt receptacle was pulled from the monitor case, damaging the case where the belt receptacle attaches. The cause of the reported failure is excessive force placed at the receptacle. Additionally, the enclosure cover was cracked and the case was damaged. The root cause for the cracked enclosure cover and damaged case is physical damage. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that the connector won't stay latched.